Manufacturer narrative:
With an unknown part and lot number the manufacturing records were unable to be reviewed for this complaint file. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 4 of 4.

Manufacturer narrative:
Additional information received indicating part and lot numbers. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During a tmj reconciliation, it was identified that tmj tracking cards were received at biomet indicating the implants were explanted.